Manufacturer narrative:
Final analysis found that the inner insulation was abraded at 53.1 cm to 53.7 cm from the connector pin. The abrasions were consistent with exposure from external forces.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited failure to capture and low pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.